Event description:
Customer reported,during check of device, device did not function on battery power. No reported patient involvement. Service reprenstative duplicated reported condition. Device was repaired and proper operation was confirmed.